Manufacturer narrative:
The autopulse platform ((B)(4)) and 2 li-ion batteries ((B)(4)) were returned to zoll (B)(4) for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage on the platform. A review of the archive showed user advisories (ua) 13 (battery fault detected) message on the reported event date of (B)(6) 2016 and on (B)(6) 2016. The platform was functionally tested and there were no problems or error message was noted. The reported event was not replicated. Additionally, both li-ion batteries showed green leds before and after charging indicating that the batteries performed as intended. In summary the customer's reported complaint that the autopulse platform displayed error message was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. Additionally, the batteries that were returned with platform were fully charged and performed as intended. Therefore, the exact root cause for the platform displaying ua13 could not be determined. During functional testing the autopulse platform passed all required testing including 30 minutes of compression without exhibiting any error messages. See MFR report # 3010617000-2016-00349 & 3010617000-2016-00341 for the 2 li-ion batteries.

Event description:
The customer reported that during daily shift check, when they placed a known fully charged battery into the autopulse, the platform displayed "replace battery" message upon power-up. The customer did not see any user advisory codes. They only saw "empty battery" icon on the display. The customer knew these were fully charged because their mcc indicated green led (fully charged) on the display. There was no patient involvement reported.